Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/18/2022. Evaluation: product not received. This is an analysis of a photo submitted for evaluation. During the visual analysis the following was observed: the photo shows unknown foreign matter inside the device's packaging. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9, h4 h3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample that pertained to the product code was received for evaluation. Upon initial inspection of the sample, a foreign matter (hair piece) was observed into the pen. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Based on the information currently available, the foreign matter was identified during the investigation of the sample received. This product issue will be addressed through quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown plastics case on an unknown date and topical skin adhesive was used. Issue identified upon opening. Adhesive pen appears to have an eyelash hair inside the bulb. No patient harm or contact. Second item opened and used successfully. Rest of device was normal & packaging reported to be intact.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information: component code: g07002 product not returned. Additional information was requested, and the following was obtained: what is the product code? Clr602, a correction to the above. What is the lot number? Scbhsq, exp. 29/02/2024. Device return status awaiting fed ex dispatch. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.